Event description:
The patient had a good result from the trial stimulation and underwent an implant. Five days later, the patient called the manufacturer patient services stating dissatisfaction with her care during the time she was being sedated for the surgery. The patient was having nightmares and would need to seek counseling because of this. She stated she would have the device removed if she could. The patient requested to see another manufacture representative (rep) for her follow-up appointments. A different rep that was present during the pre-op education reported the other rep was instructing the patient on proper activity restrictions after implant and discussing the reason for not turning the stimulator on for several weeks after surgery. The patient kept mentioning that she was very nervous and needed more medication to relax. The more the manufacturer rep explained the activity restrictions, the more anxious the patient became. At one point the patient stated she didn't want the surgery done if she wouldn't be able to turn over in bed for fear of having the lead move or having to stay in bed for two weeks so the lead would not move. The instructions were clarified; the stim would not be turned on for 2 weeks and the standard post-op activity restrictions were reviewed. She also said a friend that received a stimulator, got sick from the anesthesia and vomited, which caused the lead to move. The patient asked the rep if this could happen, to which the rep replied yes, it could happen. This made the patient even more nervous. The more the rep tried to reassure the patient and remind her of the good results from the trial, the more anxious the patient became. The patient was reminded that it was her choice to go ahead with the surgery. The reps stepped out and the husband was called in to help calm the patient down. The patient called approximately 3 weeks later to report the stimulation was in the wrong location. The patient had turned her stim off because the device scared her. She reportedly could not get out of bed. The rep she was working with had not been able to reprogram to get the stim to reach her feet. Her physician's office was not returning her calls and reportedly told her to have it taken out if she was not happy. The rep reported he had discussed with the patient that several sessions may be required for optimal programming. The last time he met with the patient, she had great coverage in her feet. She left the meeting very excited about how she felt. She was instructed to call the rep if she had any changes or needed to try different programs. The following week, the patient called to report the rep was not returning her calls. The husband stated they would contact the surgeon within the hour to have the device removed if they didn't get a call back "now." The rep arranged to meet with the patient and husband at the physician's office that day. The rep reiterated the previous conversations about having to come back for programming during the first couple of months to get everything fine turned. The patient called again that day to report stim in the wrong location. She stated the rep turned the stim on high when the physician entered the room: "the rep tried to electrocute me on purpose so I couldn't speak with the physician." The rep reported he did not intentionally overstimulate the patient. The physician had been in the room and told the patient that the sensation can happen during reprogramming and he understood her reaction to the stim. The patient called again later that day stating dissatisfaction with physician and rep. She stated she wanted the device removed. The patient had gotten in a fight with her husband and was escorted home in a police car. The patient was unhappy with the patient services agent and accused them of laughing at her; to which the agent replied, "I did not laugh at you:. The patient was encouraged to write their concerns and send to the customer care department at the manufacturer, which she did: she reported things had worsened. The area in her hip where the battery/controller was implanted became swollen and painful, despite heavy use of narcotics to the limit authorized to use at home. The patient's husband brought her to the ER. She had a fever of 102.8 and a very high white cell count. They ruled out causes for the fever, blood count and pain, and made the determination that the stimulator had to be removed at once as it had caused a severe infection. The surgery was cancelled after they were unable to reach the neurosurgeon. The patient believes she was severally burned internally by the device, resulting in the infection, and the device was continuing to cause further damage as long as it remained in the body. The following week the patient reported the stimulation was in the wrong location and reported a shocking/jolting sensation. She was experiencing pain at the stimulator location. Several days later, the patient reported pain and swelling at the implant site and her potassium levels were low, she had spent 18 hours in the hospital the previous day due to this. She researched and found out that lithium can cause low potassium levels. The patient services agent stated the stimulator battery contained lithium; however, this was encased in titanium. The following week, the patient called to request an expert to be flown in and assist with programming. The patient would not see the local reps anymore. The physician was pushing the patient off on the local reps and stated they will not help with the therapy issues she was having. The patient and husband declined a physician listing. The patient reports she is having shocking/jolting sensation and the stim has been hitting the wrong location. She has been experiencing pain at the stimulator site. The agent discussing on/off options until the stimulator could be checked by the physician or rep. The agent discussed the situation with the district manager, who was willing to fly out and meet with the patient and physician; possible dates were provided to the patient and the husband stated he would call back. Three days later, the patient called to report pain and swelling, low potassium levels and whether there was lithium in the battery. Later that day, an e-mail was received from the patient saying she has yet another life threatening event, possibly due to the device, and stated the manufacturer refuses to answer her questions or help her in any way. She stated the physician refuses to consider the implant as the cause of the low potassium. She would have to continue going to the ER to get blood tests until she could get an appointment with a physician that is familiar with the product. The patient services agent reiterated her comment from a previous conversation; the neurostimulator battery contains a lithium ion rechargeable battery. This battery is enclosed in a titanium case. The patient was again referred back to her physician to discuss her current issues.